Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue isp. Post procedure on (B)(6) 2026, leakage from the port was allegedly identified during a contrast study upon device removal. Additionally, extravasation of contrast into the subcutaneous tissue has been observed. The affected port was removed and replaced. The current status of the patient is unknown.